Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 499 mg/dl. The patient contacted their healthcare provider for high blood glucose. The customer stated that they have a back up plan. The patient was treated with insulin pump. The customer will continue troubleshooting for the leak in the reservoir and no further assistance needed at this time for the high blood glucose. The customer reported that had a crack on the screen but it is just minor and the insulin pump is functioning as designed.